Manufacturer narrative:
(B)(4).

Event description:
Procedure type: appendectomy. According to the reporter: the pt was seen a month prior for an inflamed appendix. Was in surgery on (B)(6) 2011 and scar tissue had formed. The stapler was placed on the appendix tissue and the stapler t fired without difficulty. Tissue was reportedly not too thick. When the stapler was opened it was noticed that there was a 1-2cm gap in the staple line. Another instrument was used to re-staple the line. There is no report of blood loss and no tissue damage or loss. The pt is fine. Nothing fell in the surgical cavity. The surgery was extended 1 hour. The sample is being sent for eval.